Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress such as dropping or impact due to the customer's mishandling of the actual product. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of a customer, the evis exera ii ultasound gastrovideoscope air/water channel was blocked. The event occurred during reprocessing. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the acoustic lens had a scratch that reached the glue layer.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of air/water tube, no air was fed. Due to clogging of air/water tube, no water was fed. In addition to evaluation in b5, the connecting tube had a scratch. The objective lens had a scratch. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of angle wire, bending angle in left direction did not meet the standard value. Due to clogging of balloon water tube, balloon water supply volume did not meet the standard value. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. The adhesive on the bending section cover was detached. The bending section cover had discoloration. Due to clogging of air/water tube, the amount of water contact did not meet the standard value. The distal end had a scratch. The grip had a dent. The control unit has a scratch. Objective lens had a chip. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. Due to clogging of air/water tube, water removal ability did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Forceps elevator had foreign material. Some parts of the scope were clogged with foreign material due to the customer not being able to properly reprocess the subject device. The bending section cover was dirty. The air/water tube was clogged, due to which no air/water was coming. The balloon water tube was clogged, due to which brush could not be inserted into it. The adhesive around the light guide lens was dirty. The control unit was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.